Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.

Manufacturer narrative:
The optical module was returned to the edwards electronics service center for evaluation. An edwards electronic technician evaluated the optical module and found that the trilens (optical lens) was damaged causing the svo2 drift. The trilens was replaced and the cable was repaired. Although the root cause for this damage cannot be determined, there are multiple potential causes for a damaged trilens, including: misuse "dropping, normal wear and tear, blood spillage, misuse of chemicals to clean the lens. There is no evidence of a manufacturing related issue. Since (B)(6) 2009, this type of product carries an expiration dating of 42 months. The service history record for this device was reviewed and all manufacturing requirements were met.

Event description:
Customer reported receiving results of 139 mg/dl on 6/29/10 and 88 mg/dl on (B) (6)2010 on her freestyle lite blood glucose meter. Customer also reported that she had not been feeling well while she was traveling. Upon arriving home on (B) (6) 2010, she reportedly experienced fatigue, weakness, vertigo, nausea and subsequently lost consciousness. No third-party emergent intervention was reported. Customer self-treated by drinking juice. There was no report of death or permanent injury associated with this event.